Manufacturer narrative:
Unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Unexpected restart alarm due to interface board broken solder joint. No signal too low alarms noted. Low reservoir alarm functions properly. Unit had cracked reservoir tube lip, scratched reservoir tube window, case and lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 142 mg/dl. Troubleshooting was performed. The device was returned for analysis.